Manufacturer narrative:
One zimmer retaining hex driver was returned for inspection and examined visually by the naked eye . The driver was found to be fractured halfway up the hex feature. Complaint is therefore confirmed. The lot number for the hex driver was not provided/known therefore the DHR could not be reviewed. Document type(s) reviewed: ¿tapered screw-vent® implant system¿ 5161, rev. 3/12. ¿instructions for use for screw-vent® implants¿ 9665 rev 0-09/14 information identified: reviewed document outlines instructions for use of reported hex driver with tapered screw-vent® implant systems. Specifically, it states ¿the gemlock ratchet retaining square [rsr] attached to the 2.5mm gemlock retaining hex drivers [rh2.5, rhl2.5] which engage the female hexagon of the fixture mount/transfer.¿ the reported event was confirmed during inspection. No definitive root cause could be determined.

Event description:
Clinician reported implant placement driver fractured within the implant ((B)(4)). The implant had to be removed as a result of the fractured driver. The patient was sent home to heal.